Event description:
The customer tested her blood on the contour next link. The meter automatically marked it as a control test, which will be displayed as a control result when accessing the meter's memory. No adverse event was alleged. Strips were not expected to be returned. Strip information was not provided. New meter was sent to the customer.